Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a critical pump error on the insulin pump. The customer's blood glucose reading was 5.7 mmol/l. The customer stated that she had the pump in her back pocket. The customer will be sent a replacement pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and unable to download due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area, cracked battery tube threads, stained serial number label, peeling endcap address label, severe corrosion on force sensor assembly and corrosion on motor home switch.